Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil] had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The rv lead is expected to be returned. Once the product is returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the helix would not extend after the lead was placed in the upper septum. After 20 turns were applied to the helix mechanism, the helix jumped out of the housing. The helix was reshaped into an "s" shape at the distal end of the stylet prior to lead placement. Measurements were taken and the amplitudes were not acceptable. As a result, the rv lead had to be repositioned. After 30 turns were applied, the helix was able to be retracted. The lead was able to be repositioned; however, the measurements were again unacceptable. In addition, the helix was non-operational and the rv lead was extracted and successfully replaced. No adverse patient effects were reported.